Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. No moisture damage found on the electronic assembly. The device also had a missing end cap sticker. The functional testing could not be completed, the displacement test preformed or the excessive no delivery alarm verified due to the motor error. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during basal and bolus. The blood glucose at the time of the incident was 128 mg/dl. The customer stated he would change the set but still receive a no delivery alarm. Troubleshooting was not completed, and he was advised to do a complete infusion set and reservoir change. The customer called back on (B)(6) 2013 to report receiving another no delivery alarm and the a motor error alarm during a bolus attempt. Blood glucose value was 300 mg/dl. The customer stated that the device was bumped and exposed to x-ray. The drive support cap is recessed. The insulin pump passed the displacement and self tests and the customer was able to rewind and prime. The device was returned for analysis.